Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for oversensing; non-sustained high rate episodes and elevated short interval counts (sic) caused the trigger. Two episodes were detected, but therapy aborted when the episodes terminated. Follow-up was attempted with the clinic to determine if the oversensing was able to be resolved with programming, but no further information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).